Manufacturer narrative:
Info was not provided during initial report. Additional info has been requested. Manufacturer and manufacture date cannot be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Two rods broke post-operatively and were explanted. This is the second of two reports for this event.